Event description:
It was reported that the insulin pump alarmed motor error during rewind. Troubleshooting was done. She changed the battery but still got motor error alarm. Customer's blood glucose was 240 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.